Event description:
During coil embolization within an aneurysm, the orbit coils jammed in the prowler select lp-es microcatheter. Both got 3/4 way into the microcatheter, jammed and had to be removed entirely. The second one also unraveled. There was no adverse effect to the pt. A review of the analysis performed on the returned product determined that there was a reportable product malfunction.

Manufacturer narrative:
Two units were returned. Unit #1 exhibited severe kink in the hypo-tube approximately 9" from the hub. The introducer was in place, fully zipped and no damage was noted. The coil was stretched badly from the headpiece to 3.5" distal; remainder of the coil appears undamaged. Tip of the coil appeared damaged, but the introducer was not damaged. Unit #2 exhibited severe kink in the hypo-tube 11" from the hub. The introducer was in place, fully zipped up, no damage to the introducer. The coil was stretched to varying degrees through its length. The coil tip appeared normal. No functional testing could be performed due to the damaged state of the units. Under microscopic examination the coils were noted to be stretched. The IFU cautions that the placement of the coil introducer during coil induction should not interrupt continuous flush through the microcatheter; a continuous flush must be maintained through the microcatheter to maintain lubricity. The IFU also warns against manipulating the delivery tube against resistance as it can result in damage to the coil. There is not enough information available to determine if pt or procedural factors contributed to the event. The exact cause of the two trufill dcs orbit units incurring stretched coils could not be determined. Due to the blockage found in the microcatheter, it is likely that the detachable coils from each unit became partially stuck at the location of the blockage and were consequently stretched upon removal. The damage to the two trufill dcs units appears to be an isolated incident that is not manufacturing related. The exact cause of the complaint could not be determined. These two units were used for the same pt. MFR report #1058196-2004-00129.